Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer initially reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. Wife is calling on behalf of the customer. The e-3 error occurred when the blood sample is aspirated into the test strip. The test strip lot# is mt1715, manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2017. Customer was not using proper testing technique. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 67 mg/dl. Customer is concerned with meter to meter comparison of 67 mg/dl using truemetrix meter 80 mg/dl using another device. Customer had opened a new vial of test strips, lot # mt1631. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer reported feeling physically weak and stated their vision was blurry at times. The product is stored according to specification. The meter memory was not reviewed for previous test result history. Customer was getting numerous error messages, e-3 and e-2. Mostly e-3 errors. Was able to test while on phone and performed with result of 67mg/dl. Customer denies need for medical attention. Customer is satisfied with meter and declines replacement.